Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question therefore, additional information could not be obtained. To date we have not been informed of this event directly from the user facility. In the medwatch report, the user facility stated that medical intervention was required; however, no additional information was provided regarding the type of medical intervention. A 3-year complaint review was completed and indicates this to be an isolated event. The safety data sheet for valsure enzymatic cleaner states, "danger: contains: citric acid, ethanolamine. Causes serious eye irritation. Wash hands thoroughly after handling. Wear protective gloves, protective clothing, eye protection." Should we obtain additional information regarding the user facility or specific enzymatic cleaner subject of this event, a follow-up report would be filed with the results of our investigation.

Event description:
The user facility reported via user facility medwatch report (mw5112456) that a patient experienced corneal edema less than one month after a cataract extraction procedure took place.